Event description:
Per the clinic, the patient experienced a performance decrement with device use. The device was explanted on (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2014.

Manufacturer narrative:
This report is filed april 28, 2014.